Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Additional info has been requested. (B)(4).

Event description:
A user facility reported that during intraocular lens (iol) implant surgery, a capsular bag tear occurred. The iol was reported to be "desterilized". Add'l info has been requested.